Event description:
The lay user / patient contacted lifescan (lfs) on march 20,2006 alleging high readings on his one touch ultra meter. The patient mentioned approximately two weeks ago at 8:00 am the patient was experiencing low blood glucose symptoms 9dizzy and feeling nervous) and tested on his ultra meter and received a 214 mg/dl. Due to the patient symptoms he ate and/ or drank something after attempting to use the meter. The patient went to the hospital via taxi and was tested on the hospital meter and received a 77 mg/dl and was treated with glucose. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have control solution. The patient's meterwas miscoded. When a meter is miscoded it can lead to false blood glucose readings. A customer care agent (cca) sent the patient a vial of control solution. The complaint is being reported because meter readings did not match the patient's symptoms and treatment in the hospital.